Event description:
The customer called for help with his breeze2 meter. While troubleshooting, he performed control tests and received a result of 17 mg/dl. A control range was not provided, but should be around 90-125 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.